Event description:
MRI date did not adjust to 1-1-2011. Vendor contacted. New software is being written to solve the problem.vendor manually set date until new software is written. If power is interrupted or MRI is shut off, it will need to be reset manually again.